Manufacturer narrative:
It was initially reported the manufacturer received information alleging a ventilator's settings spontaneously changed and the patient's blood oxygen saturation decreased.the ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The device's downloaded event logs were reviewed. On the reported day of the event, (B)(6) 2018, the logs indicate the device's fio2 settings were changed manually. The manufacturer concludes the ventilator did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a ventilator's settings spontaneously changed and the patient's blood oxygen saturation decreased. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.